Event description:
Surgeon performing revision of femoral nailing (broken femoral screw) when a 4.0 mm long pilot drill broke during the drilling process as it was being placed. Surgeon indicated the drill bit broke when it impacted against the broken femoral screw fragment. Approximately two inches of the tip of the drill bit broke off and was not retrieved. Retrieval was attempted, however, the decision was made not to try anymore because this would involve destroying more bone. There were no complications and the patient received antibiotics preoperatively.